Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was completed with the use of navigation. It was noted navigation was accurate, but it was not the view the surgeon preferred to use.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the spine image would not rotate in relation to the instrument in the application software. It was reported that adjusting settings in the admin settings did not restore functionality. Additionally, a restart of the navigation system did not restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.